Event description:
Per the clinic, the patient experienced a wound-healing disorder and infection (site of infection not confirmed). It was also reported that the implant was significantly overgrown/adhered to the surrounding tissue, and the sound processor could not be comfortably carried/worn. Subsequently, the device was electively explanted on (b)(6) 2026, and there are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.